Manufacturer narrative:
Analysis: no product was returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The surgeon could find no visual reason for the cause of the high gradients. (B)(4).

Event description:
Medtronic received information that following the implant of this mechanical valve, echocardiographic evaluation revealed high gradients. Subsequently, a non-medtronic valve of the same size was implanted with no adverse patient effects reported. The surgeon could find no visual reason for the cause of the high gradients. The valve will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.